Event description:
On (B)(6) 2012, the pt reported that the buttons on her infusion device are working intermittently and she must press hard to get them to respond. She stated that the check button does not function at all. The issue began approx 3 weeks ago. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.